Manufacturer narrative:
Analysis of the log files from the arm is ongoing and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported during a rescue attempt their arm unit failed to lower properly to the patient's chest, and the service light began flashing.

Manufacturer narrative:
Review of the event data indicated that, during the rescue operation, the arm unit generated the warnings "battery expired" and "unit does not see piston as fully retracted." Although requested for further evaluation the customer declined to return the device and subsequently removed the device from service. Therefore, no additional evaluation could be performed.